Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
It was reported that, "the surgeon was using the instrument to hold the plate in front of the fracture and the distal most portion broke off."